Event description:
Customer reported the tubing separated below the "flow regulator" during an infusion. Staff changed the tubing and restarted the infusion without incident. No patient harm reported. No additional information available.

Manufacturer narrative:
(B)(4). The administration set was evaluated and the complaint of the tubing separation was confirmed. The upper portion of the set (drip chamber, check valve smartsite valve and accuslide) was not returned. Visual inspection of the partial set did not identify any anomalies, holes or damages. Presence of solvent was noted on the end of the tubing that connects to the accuslide. The cause of the separation was not identified. The lot number was not identified. Based on the smartsite valve laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.